Event description:
Additional information received from the manufacturer representative (rep) reported that he had spoken to the patient the day of this report via telephone. The patient was receiving stimulation and was able to recharge his stimulator. He just needed a little fine tuning to the programming at the time. He had been unable to meet with the rep due to moving and the distance required. The patient was still going to try to meet at some unknown point. No other information was known. There was no date scheduled for an appointment.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
The patient, implanted for non-malignant pain and failed back surgery syndrome, reported there was paresthesia in the wrong location. It occurred 3 months ago in (B)(6) 2015. Stimulation was not touching the areas it needed to. The patient had been seeing his current managing physician every month. The patient was seen on (B)(6) 2015 and stated their device was working well 24/7 but had moved due to large weight loss. The patient returned to the clinic again in (B)(6) 2015 stating their device was now not working correctly and set up an appointment with their manufacturer representative but then the patient did not show up for the appointment. No further contact with the patient had been made. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.